Event description:
The lab manager called to report that a lab tech was cut in their finger when running l2 liquid control. They did not bend or twist the control ampule and when they crushed the ampule a piece of glass came through the plastic and cut their finger. They flushed their finger with water and applied a bandaid. Msds sheets were faxed.